Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported motor fault, low peak inspiratory pressure and low exhaled minute volume alarm display. The customer reported no patient involvement.

Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component, conducted a visual inspection of assembly, and installed it to a known good functional vela ventilator unit. The unit was powered on in operation mode and the ventilator went ¿inop (inoperable)¿. The reported issue was duplicated. The root/cause of the reported issue was found to be a faulty motor3-phase driver. This part was sequestered by carefusion for at least 90 days and be available if further investigation is required.